Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1, date of submission (B)(4) 2014. The device has been returned and evaluated by product analysis on (B)(4) 2014 as follows: the returned meter powered up normally and was paired successfully with a test pump set to channel 13, with no errors occurring during the investigation. The meter had software version (B)(4); an error 1 error sub code 17 was observed in the meter download and which indicated a radio frequency failure. The complaint was verified in the meter download but could not be duplicated during the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a meter error issue. The reporter stated that random error 1 messages had occurred 3 or more times in 30 days in the meter remote. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.